Event description:
On (B) (6) 2010, patient reported the insulin is not dispensing into her body and she has been experiencing an issue with elevated blood glucose. Patient stated her blood glucose has ranged from 300-517 mg/dl. Patient's normal blood glucose range is 80-140 mg/dl. Patient reported the elevated blood glucose readings began on (B) (6) 2010. Patient stated she keeps trying to bolus to treat the elevated readings but her readings have not gone down so she has been taking insulin shots. Patient reported the shots have been relieving the elevated blood glucose. Patient stated her blood glucose has ranged from 343-374 mg/dl today and from 316-412 mg/dl on (B) (6) 2010. Patient reported she has changed her infusion site 3 times in the past 2 days. Patient stated when she removed the site on (B) (6) 2010, she noticed the cannula was bent. Patient reported no errors or alerts have displayed and no occlusions have occurred. Patient stated she does not always allow the insulin to warm to room temperature. Patient reported when she filled the insulin cartridge she noticed there was a large air bubble in the cartridge which she successfully primed out before putting the infusion device back into the run mode. Had patient disconnect from the infusion site and prime the infusion set; insulin emerged successfully. Patient stated when she primed the infusion set she noticed an air bubble came through the tubing which she did not realize was there. On follow up call to patient on (B) (6) 2010, patient reported she has been using her infusion device and her blood glucose "is pretty much where it should be". The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.